Event description:
Additional information received reported that the patient was diagnosed with dvt ¿ deep vein thrombosis ¿ while she was recovering from her implant surgery.

Event description:
It was reported that the patient had a hematoma. The patient was implanted on 2014 (B)(6) and the patient mother called a manufacturer representative on the night prior to the report and told them the patient had a blood clot in their leg. It was not known when this developed or if it was related to the implant. It was later reported that the patient was being treated for the blood clot by their health care provider (hcp). It was also noted that the patient was using stimulation and receiving effective therapy.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).